Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer reported that they received an open book image on the insulin pump screen. The customer reported that they did not receive any other alarm prior to critical pump error. The customer advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.